Event description:
Customer was driving chair down road. The right front fork stem broke. Causing the chair to veer to the right into a road ditch. The chair tipped over, landing on top of the user. The user was belted into the chair.